Manufacturer narrative:
D6b explant date added

Manufacturer narrative:
B1: added product problem: h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced ventricular tachycardia requiring defibrillation. An echocardiogram showed the pump was positioned deep so it was repositioned. Additional defibrillation was required. The patient was in stable condition.